Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colon resection, the stapler was difficult to remove from cavity. The anvil fell into the cavity of the patient and was retrieved. There was no patient injury.